Event description:
User allegedly received defective pen needles. Patient would have to go through 3-4 pen needles before finding one that works properly. User purchased 4 boxes, 3 unopened. The opened box has less than 20 pen needles remaining, and out of that box 20 were allegedly defective.